Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the down arrow keypad button was intermittently unresponsive. The patient also reported that the up arrow keypad button felt flat when pressed and that all of the other keypad buttons click back and spring back as expected. In addition, the patient indicated that she wears the pump exterior to garment and that she does not clean the pump.